Event description:
The account stated the architect lh assay showed a shift in the quality control. No pt results were reported outside of the laboratory. No impact to pt management was reported.

Manufacturer narrative:
Investigation is currently in process. This issue was identified while investigating an increase in customer complaints for upward shifts in non-abbott control and patient sample results, as well as calibration errors. Specifically, error codes 1227 "assay (lh) number (641) calibration failure, fit concentration too high for cal f" may be generated, which would result in failure to obtain a valid calibration curve. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.